Event description:
It was reported that the patient presented for initial implant. During procedure the implantable cardioverter defibrillator was unable to connect via bluetooth. It allowed connection with wand only. Multiple programmers and dongles were attempted with no success. The device was not used and another device was implanted. The patient was stable post procedure.

Manufacturer narrative:
The reported event of bluetooth anomaly was confirmed in the lab. Bluetooth telemetry was unable to be connected; although inductive telemetry was normal. Inductive telemetry revealed the device was above the elective replacement indicator when received an no anomalies were detected. The cause of the field event remains undetermined since the failure was lost during the course of analysis and could not be reproduced.